Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No broken reservoir lip noted. No moisture damage on electronics and motor assembly or corroded reservoir compartment noted.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 29 mg/dl and 45 mg/dl. The customer stated that the blood glucose was high and got treated with manual injection which brought the blood glucose to low. Customer treated low blood glucose level with food. The customer was assisted with troubleshooting. The customer also reported that there were broken pieces falling off from the reservoir compartment but reservoir was still able to lock in place. The insulin pump was returned for analysis.